Event description:
Patient had hickman catheter placed on (B)(6) 2017. The proceduralist used smooth forceps at the time of insertion to manipulate the catheter. The line was checked for kinks and twists and none were found. When the staff prepared the line for use, it was leaking at the location at the point of entry at the patient's skin. The patient returned to surgery to have the line replaced. The surgeon found a near transection of the catheter at the neck incision location. The damage may have been caused by a defect in the catheter or the manipulation of the catheter by the smooth forceps at time of insertion.